Event description:
It was reported that "at the time of pick up wire guide, it broke, do not causing damage to pt, and then was removed."

Manufacturer narrative:
The device has not been returned in the manufacturer at this time for eval. A lot history review (lhr) of reta0229 showed no other similar product complaint(s) from this lot number.